Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4, d7, d10 h3, h6:part: 319.006. Synthes lot: h521667. Supplier lot: h521667. Manufacturing site: synthes monument. Release to warehouse date: may 08, 2018. Supplier: avalign nemcomed. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the needle component was broken and was not returned. No other issues were identified with the returned device. Dimensional inspection: a dimensional inspection was not performed due to the post-manufacturing damage document/specification review the following drawing(s) were reviewed: depth gauge for 2.0/ 2.4mm screws (current and manufactured). No design issues or discrepancies were identified. Investigation conclusion: the complaint was confirmed as the needle component was broken. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. However, it is possible the device encountered unintended forces during use. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Event year is reported as 2021; however exact date of event is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, discovered before a case, the depth gauges were broken. There was no patient involvement. This complaint involves five (5) devices. This report is for (1) depth gauge for 2.0mm and 2.4mm screws. This report is 4 of 5 for (B)(4).